Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk. Item # unk, hip-unknown-liners-unk, lot # unk. Item # unk, hip-natural-unknown-stems, lot # unk.

Event description:
It was reported that a patient was revised due to cup loosening an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of radiographs. X-rays were received and reviewed. Fit appears appropriate. Alignment is suboptimal due to acetabular component loosening. The bones are osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. An additional report has been submitted for this event. Please see associated report: 0001822565-2019-00142.

Event description:
No further event information available at the time of this report.